Manufacturer narrative:
Femoral component was not returned for eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.

Event description:
Revision of total knee arthroplasty approx 2 years post operatively due to loosening.